Event description:
After a pta/stenting treatment procedure, a foreign material was aspirated from the 8f mach I guide catheter. The lesion being treated was a 90% stenotic lesion in the left renal artery. The physician used an 8f introducer sheath and a 0.014" guidewire for vascular access, then an amiia 5/15 mm balloon catheter to predilate the lesion for placement of the palmaz 6/14 mm stent. It is noted that the physician experiences some resistance, during stent placement. Following successful stent placement, the physician used a 20 cc syringe to aspirate the catheter, when some foreign material came out of the lumen of the guide catheter. The physician wondered if the foreign material was part of the inner lumen of the guide catheter. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.